Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The devices were returned for evaluation and the following observations were made: the 14fr esheath+ was received with the associated 26mm commander delivery system and crimped valve partially inserted, the liner was fully expanded (but torn through the entire length), the distal tip of the esheath+ was opened, and there was a strain relief puncture 3.5cm from the distal end of the esheath+. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of difficulty advancing through sheath and liner torn were confirmed based on evaluation of the returned device. The additional failure of sheath punctured was also discovered per device evaluation. Available information suggests that patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as it was reported that calcification was present in patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules). High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner and strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was resistance when inserting the 26mm commander delivery system (ds) into the 14fr esheath+. The resistance continued while the s3ur valve (loaded on the ds) was advanced, and it was confirmed that one of the posts of the valve frame was bent backwards. It was decided to replace the valve with a new one. While attempting to retrieve the ds, resistance was encountered just proximal to the vascular access site, prompting a surgical cutdown. The devices were removed as a single unit. Upon removal, it was noted that the esheath+ liner had been torn by the stent, but no vascular injury was observed. The procedure was subsequently completed without further complications using a new system. According to the reporting physician, there were no issues with crimping the valve or with loader insertion; it is presumed that the valve stent deformation was caused by interference between calcification and the valve stent via the body of the esheath+. According to pre-decontamination observations of the returned device, a strain relief puncture was present on the esheath+.

Manufacturer narrative:
The investigation is ongoing.